Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
During intra-operative the facility reported during a 3rd ventriculostomy and brain tumor biopsy procedure the visual inspection was clear and when the surgery began the picture was crystal clear, however, 10 minutes into the case the picture became so cloudy they could not use it and had to switch to the 30 degrees to finish the case which took approximately another 30-45 minutes. The 30 degrees remained clear the entire rest of the surgery. Approximately one and a half hours later the 0 degrees looking through the eye piece was again crystal clear. Facility reported no patient injury. Fifteen minutes surgical delay.